Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 1 month following the valve implant the patient was admitted for persistent depressive disorder. While admitted, an episode of chest pain, rated 10/10, developed. Cardiology was consulted and new onset atrial fibrillation was identified on the electrocardiogram (ECG). The troponin elevated from 0.185 to 0.533. A non-st-elevation myocardial infarction (nstemi) was reported. The patient was administered nitroglycerin, a statin, and an anticoagulant. A left heart catheterization showed worsening coronary artery disease (cad) specific to the middle left anterior descending artery with an 80% occlusion. No coronary artery intervention was performed at this time. As reported, it was unknown if the nstemi was related to the valve. The day following a transthoracic echocardiogram (tte) identified an ejection fraction of 55-60%, aortic valve area (ava) of 0.7 and a mean gradient of 50 millimeters of mercury (mm hg). ¿severe¿ aortic stenosis was reported. A computed tomography (CT) was preformed one day later which noted minimal leaflet thickening with peripheral calcifications near the wall of the transcatheter valve. There was no discrete or focal leaflet hypodensity or nodularity to suggest a focal thrombus or vegetation. Hypo-attenuated leaflet thickening was not present, and anticoagulants were administered. An unspecified catheter valve intervention occurred 18 days following presentation. Further anticoagulation was planned with further follow-up.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 2 months prior to the transcatheter valve implant the native mean aortic gradient measured 42.8 millimeters of mercury (mm hg). The transcatheter valve was implanted 6 millimeters (mm) on the non-coronary sinus (ncs) and 8 mm on the left coronary sinus (lcs) per aortography. Following the transcatheter valve implant, prior to discharge the mean gradient measured 11 mmhg. The physician confirmed the persistent depressive disorder was unrelated to the valve. The previous unspecified catheter intervention was further clarified. This intervention was a transcatheter valve-in-valve (viv) performed 18 days following onset of this event. Rehospitalization was not required. The event was reported as resolved with no sequelae on the same date as the viv.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient¿s initial hospital admission also included suicidal ideation. The patient had previously been treated medically for the worsening coronary artery disease (cad) of the left anterior descending (lad) artery. Culprit lesion of the non-st-elevation myocardial infarction (nstemi) was not identified. Gastrointestinal bleeding and anemia unrelated to the valve occurred approximately 6 days prior the valve revision while the patient was on the anti-coagulant. Hospitalization was required as result of the medtronic valve. During the revision procedure, the 26 millimeter (mm) non-medtronic replacement valve was position at a depth of 0 mm into the left ventricular outflow tract (lvot) at node 6 while utilizing rapid ventricular pacing at a heart rate of 200 beats per minute (bpm). The intended depth was node 5 and 4 mm into the lvot but the non-medtronic valve dislodged up during deployment. Despite the high placement, there was normal flow in the coronary arteries with no st segment changes. The patient was discharged the day following the valve revision. The patient was taking a low dose aspirin. Additionally, the patient was re-admitted under psychiatry 6 days following discharge from the valve revision for suicidal ideation

Event description:
Additionally, the physician indicated the valve condition possibly caused or contributed to the myocardial infarction.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images of the valve reintervention were provided for review. The patient¿s executive summary was not provided for anatomical review. An angiogram performed prior to the implantation of a second valve revealed that the index valve was implanted deep at approximately 10 millimeters (mm) and there was evidence of coronary perfusion. A second non-medtronic transcatheter aortic valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.